Event description:
It was reported that a spectrum pump displayed upstream occlusion 3 times when no occlusion was present. The first alarm occurred after the tubing set was primed with lactated ringer solution and infused into the patient. Clinical services consultant (csc) indicated that the clinicians at the facility infuse the patient with lactated ringer solution at a rate of 999 ml/hr at the start of the operation in the women's and children's care ward. Clinicians resolved the alarm by clicking "run" on the pump and answering yes to the "check flow" question. The second alarms that occurred was right after child birth. The clinicians raised the rate to 999 ml/hr when infusing pitocin after the child was born. An upstream occlusion alarm occurred and was cleared the same way it was cleared before. A nurse went out of the immediate operating room to notify csc and bring her into the room. As soon as the csc stepped into the room, the third upstream occlusion alarm occurred. This alarm was cleared the same way; by clicking "run" and answering the "check flow" question yes. After the third alarm, no additional alarms occurred. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.